Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit was tested for 24 hrs with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Eval was unable to determine the cause. Eval of know contributors to ec 322 has led to the determination that the upper and lower aux were the failing components and requires replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower aux assemblies were replaced.

Event description:
It was reported that a device alarmed system error 322. There was no pt incident reported.